Manufacturer narrative:
Continuation of d10: product ID 407645 (bbl1527627); product type: 0270-lead-lv-pace; implant date (B)(6) 2022 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered alert for high undefined bipolar/rvtip to rvcoil impedance and lead integrity alert (lia) triggered for two or more high rate non-sustained episodes and sensing integrity counter (sic). It was also reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.